Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
While in use on a patient error code 112d (cannot reach target flow) triggered during high flow therapy delivery resulting in patient desaturation of peripheral oxygenation (spo2) to an unspecified extent. The device was providing high flow therapy to the patient (settings 50 l/min, unknown fio2) via a fisher & paykel opti-flow (size small) nasal cannula at the time of the event. The patient experienced a decrease in (spo2) to an unspecified extent. No further harm or injury has been alleged.

Manufacturer narrative:
The complaint will be closed as after multiple attempts and due diligence to obtain additional information from the customer, no response was received. Therefore, device evaluation, disposition, conclusion and root cause remain undetermined. If additional information becomes available at a later date, a supplemental report will be submitted.